Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones and displayed an alert due to premature battery depletion. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. Replacement was recommended. This s-ICD remains in service and no adverse patient effects were reported.